Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, a blemish was observed. The iol was replaced with another lens during the initial procedure. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Only half of the optic is returned. The haptic is broken off in the gusset area of the returned half of the optic. Scratches are observed on the optic. Associated products were not provided. It is unknown, if qualified products were used. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded, that the damage is not manufacturing related. Due, to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling.